Manufacturer narrative:
The ICD and two fragmented leads were received for analysis. Lumax 540 dr (B)(6). The ICD first underwent a status interrogation. The device status was mol2, 29 charge processes had been documented. The memory content of the ICD was analyzed. The check of the available iegms showed interference signals in the ventricular and the far-field channel. The signal sensing of the devices was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be inconspicuous. The clinical observation was confirmed during the analysis of the device memory data of the ICD. Interference signals were detected in the available iegms in the ventricular and the far-field channel. However, the ICD proved to be fully functional. Linox smart promri s 65: in the returned state, the lead was cut through 12.5 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. There was an explantation set in the interior of the distal fragment, and threads were tied onto the distal fragment. The returned fragments were thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. The insulation was damaged by fraying, especially in the distal area. This damage is with high probability the cause of the oversensing complained about. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as the cause. Solia s 53: in the returned state, the lead had been cut through 7 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. An explantation set was located in the interior of the distal fragment, and threads were tied onto the distal fragment. The returned fragments were thoroughly analyzed. Aside from the existing cut through the lead and the extraction damages, no damages were detected that could be related to the observed exit block of the lead. The measurement of the direct-current resistances of the electrical conductors also proved to be inconspicuous. During the analysis, several cuts into the lead body were found, as well as a stretched and bent fixation, and insulation pulled away from the ring electrode. These damages are probably a result of the extraction process. The production documents of the ICD and the leads were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 66 months, oversensing on the ventricular channel was observed. The system was explanted.